Event description:
During the procedure, the device emitted metal fragments. The metal fragments were successfully irrigated out of the surgical site. No injury to the pt or adverse event was reported.

Manufacturer narrative:
The visual examination of the returned device revealed abrasion and nicks on the distal end of the outer shaft. Inspection of the inner shaft revealed nicks on the cutting edges of the shaft. Galling marks on the inner shaft were evident in several locations with metal shavings found on the sheathing when viewed under magnification. The observed galling marks indicate that excessive "side-loading" force was exerted onto the device while in use, thus causing discharge of metal fragments.